Manufacturer narrative:
(B)(4). An investigation was carried out into this complaint. When reviewing similar events for maxi move we have found low number of similar cases where a spreader bar came loose from the lifting arm. With the amount of sold devices and in comparison to daily use of a device, we find occurrence rate to be very low. The device was inspected by an (B)(4) representative at the customer site. Function test showed that the device is fully functional when it comes to the issue at hand : that is to say the service technician was unable to duplicate the hanger bar detaching from the t-bar. The locking clip functions properly and the locating pins are in place. The device was being used for patient handling and in that way contributed to the event. However the lift was found to be unsafe to use in current condition due to loose connection at t-bar/load cell, therefore we find the device failed to meet its specification, even although this being out of spec does not relate to the reported issue. This spreader bar to t-bar attachment is called the lock & load system in the labeling of the device. The lock & load system is designed so that, when the spreader bar is connected to the t-bar, only a manual lifting of the spreader bar would allow separation of the spreader bar. Furthermore, during this manual lifting of the spreader bar, a secondary component called the retaining catch would need to be pushed in order to allow for the separation. This retaining catch is designed to prevent an inadvertent separation of the spreader bar due to an unintended upward force applied to the spreader bar. As stated above device examination performed with the customer after the incident showed that the locking catch was found to be fully working as intended, as per the service technician statement: "the locking clip functions properly" from this evaluation we find this kind of separation of the spreader bar to be limited to 2 possible scenarios: spreader bar was incorrectly placed on a t-bar and the lock & load system was not correctly engaged. Spreader bar hit an obstacle during lowering as it requires an upward force which is greater than the weight supported by the lock & load system. This complaint concerns an event where a resident was transferred to a bed. The possibility that the spreader bar was correctly engaged in the t-bar when the patient was lifted down the surface is considered unlikely, as the separation of the spreader bar would require applying an upward force superior to the weight of the patient and spreader bar meaning the lock & load system was not engaged correctly. There appears to be no indication of an obstacle having been hit. Digging further, there are two main possibilities left that would explain the incorrect engagement of the lock & load system: the spreader bar was interchanged before the event, and the person performing this activity did not engage the spreader bar in the t-bar correctly, was balancing on t-bar. The design of the system is fairly simple to use and allows for an easy detectability of an incorrect attachment. This possibility cannot be fully eliminated with certainty due to lack of information about changing the spreader bar the spreader bar was inadvertently lifted upward during use of the device, per example when lowering the spreader bar close to the patient or when attaching the sling. In this case locking clip: a) would need to be faulty - would be easy to notice as a clicking sound appear during attaching would need to break when lowering onto some object, but a cracking sound would have been heard from the received information it is more likely that the spreader bar wasn't correctly attached to the t-bar: no malfunction was found with the locking clip. No damage was found in a spreader bar that could be an outcome of the hit by an obstruction. It is therefore concluded most likely that the lock & load system was not engaged as the patient was being lifted off the surface because the spreader bar was inadvertently separated from the t-bar when preparing the transfer and because this went unnoticed as the patient was being lifted off the surface. The scenarios presented above are part of use simulation (maxi move spreader bar dislocation and function of guiding pins) presented in report 100012960 dated on 2014-11-27. Test report includes not only issues with guiding pins, but also simulations concerning not engaged spreader bar and locking clip. Conclusion related to misuse: "the only method we could simulate to have a spreader bar detach during use and under load (with the weight of the person in transfer taken on) is to not place it so that it locks into the t-bar but balance it on top of the t-bar. No other issue appears likely to cause a drop of the person in transfer before lowering". Conclusion related to combination of misuse and malfunction: "when the locking mechanism is broken, when the lock does not catch for other reasons or when the spreader bar is balanced on top of the t-bar and the spreader bar is lowered onto an object (e.g. Bed, chair) the spreader bar will only topple over when it is pushed up and not held into position by the weight of the person in transfer, and not held back by an attached sling. In that case the spreader bar will topple away from the face of the person". The product instruction for use (IFU) is attached with each device. IFU (001.25060.en_rev3 from november 2003) informs how to disengage and install spreader bar: "to remove the spreader bar, hold it carefully and depress the retaining catch to release it from the carrier. Then lift the spreader bar upwards and away from the carrier, and store it carefully for future use. Finally, select the attachment required and -while carefully lifting it up- allow the recess in the spreader bar to fit around the carrier shaft. Ensure the spreader bar drops down over the carrier and that the retaining catch engages fully". For this procedure IFU warns: "before and during operation of the powered dps spreader bar, ensure all obstructions are clear of the spreader bar, support frame and jib". From the received information and our evaluation as presented above, user error cannot be ruled out as not correctly engaging spreader bar is most likely to contribute to the reported event. It is also very likely that spreader bar was lowered onto rigid surface and incorrectly attached spreader bar was pushed upwards. Sudden sharp turns with a balancing spreader bar can lead to its detachment and falling off. This is in line with other similar reportable complaints and our test simulations. The received information and our evaluation as described above are showing that if maxi move's handling procedures were followed in accordance to instruction for use, there would be no patient or caregiver at risk. Please note also that no training dates were provided. The most likely cause is lack or insufficient training as no training details were released by the customer. Therefore the re-training will be communicated to the customer.

Event description:
Initially it was reported by arjohuntleigh representative that spreader bar detached during use: "(...) . The hanger bar on this unit fell off while transferring a patient to their bed. During the visit, (B)(6) was unable to get any specific information from any staff members present. (B)(6) stated that this occurred during the night shift and no one was available at this time with any first-hand knowledge of the alleged incident". From the receive information no injury occurred as a result of this incident. Date of event was not released.